Manufacturer narrative:
Note: during routine review ,this report was reevaluated. At that time, the decision was made to file a report based on the info received. One atlas was returned for eval. The jaws can be opened and closed without incident at this time. The sticking condition can occur when tissues & eschar build-up on the jaws of the device. The jaws must be cleaned often duiring use to prevent this condition.

Event description:
Procedure unk. Reportedly, the device would not open after using for approx 5 bites of tissue. There was no reported injury to the pt. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.